Manufacturer narrative:
This report is submitted on march 31, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 05, 2022.